Manufacturer narrative:
The exact "date of event" has not been provided. The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges starting to go in reverse and the unit wouldn't stop going in reverse. Alleges hitting a flower bed and tipped backwards and unit tipped on top of consumer.

Manufacturer narrative:
The device has not been made available for evaluation. Pride has been made party to the suit and will have no further information.

Event description:
Alleges starting to go in reverse and the unit wouldn't stop going in reverse. Alleges hitting a flower bed and tipped backwards and unit tipped on top of consumer.